Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported observing air passage in the infusion tubing. An error message was displayed on the system indicating that intraocular pressure could not be regulated with a risk of excess pressure. The product was replaced and the same problem occurred again. A third product was used without any incident.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received during follow up. The procedure scheduled was a combined cataract-vitrectomy procedure. The event occurred at the beginning of the vitrectomy. The procedure was completed with no consequences for the patient.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The customer reported the air in infusion tubing while fluid/air exchange (f/ax) manifold was not activated. The returned sample was visually inspected and no obvious defects were observed. There were two f/ax infusion manifolds returned and both were tested on a calibrated console. The samples could prime, tune, and pass intraocular pressure (iop) calibration successfully. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen during functional testing. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No anomalies were observed. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).